Event description:
It was reported by the patient that the patient was feeling dizzy and had elevated blood pressure. Follow up information was obtained; however, the physician has not seen the patient since this patient complaint. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.